Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found optic torn and haptic torn. Claim# (B)(4).

Manufacturer narrative:
Unk, unk, unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# 717559.

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -14.0/+2.50/91 (sphere/cylinder/axis) implantable collamer lens tore/broke during injection into the eye (haptic got stuck in the plunger and got torn). There was patient contact but no injury. It was reported that the surgeon removed the lens within the same surgery. A replaement lens was later implanted and the problem resolved. Patient is happy. Cause of event " lens got stuck in the plunger and got torn."